Event description:
It was reported that before use of the bd luer-lok¿ syringe the syringe graduation markings were missing. The following information was provided by the initial reporter: "we were notified of a complaint from a customer stating that they received a syringe missing graduation markings. We want to ensure that you are aware of this issue and that we do require an investigation into a possible root cause."

Manufacturer narrative:
Correction: describe event or problem: it was reported that before use of the bd luer-lok¿ syringe the syringe graduation markings were missing. The following information was provided by the initial reporter: "we were notified of a complaint from a customer stating that they received a syringe missing graduation markings. We want to ensure that you are aware of this issue and that we do require an investigation into a possible root cause." Investigation summary: one (1) sample was returned on 27-mar-2019. The sample is missing all scale marking print, therefore failure mode is verified. Without a batch number a device history records (DHR) review could not be performed so it is not known if any issues occurred during the production of this product which could have resulted in a barrel not getting printed. Inspection of print on barrels is performed hourly by trained operators. As only one (1) syringe was reported to be missing print this appears to be an isolated incident and to be a random occurrence. Therefore, no further action will be taken at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A complaint history check was not able to performed as the lot number is "unknown" for this complaint. Conclusion(s): without a batch number a device history records (DHR) review cannot be performed so it is not known if any issues occurred during the production of this product which could have resulted in a barrel not getting printed. Inspection of print on barrels is performed hourly by trained operators. Therefore, it is possible that a barrel was not printed due to machine error and that barrel was not caught by the trained operators.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd luer-lok¿ syringe the syringe graduation markings were missing. The following information was provided by the initial reporter: "we were notified of a complaint from a customer stating that they received a syringe missing graduation markings. We want to ensure that you are aware of this issue and that we do require an investigation into a possible root cause. If you would like the sample returned, please provide a shipping label. Please reference the complaint number in future communications."